Manufacturer narrative:
One device was returned for analysis. A functional test was performed and the reported issue was not duplicated. The cause of the reported issue was unknown. As a result, no further actions were taken. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump exhibited an air in line alarm although there was no visible air in the line despite changing the lines and cassette. There was patient involvement, no patient injury was reported.